Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump passed the delivery accuracy test. The pump was received with a cracked case on the back at the battery tube area. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of being currently hospitalized. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting attempted to call the customer but their voice mailbox was full. No further details given.

Manufacturer narrative:
Findings: additional information has been reviewed after the initial report was submitted. Please see section for additional information.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis with a blood glucose of 1300 mg/dl. The customer went home from work with a blood glucose of over 1000 mg/dl. Customer passed out and ems was dispatched. The customer was taken to the hospital. The customer was not wearing the insulin pump for less than 48 hours at the time of admission. Troubleshooting was not performed. The insulin pump was replaced and returned for analysis.